Event description:
The valve on one catheter was defective. On (B)(6) 2011, the sales rep indicated that during a thora or paracentesis (it is unknown which), there was the sound of air escaping the valve, indicating that the valve was defective.  There was no patient impact.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the samples received and none of them presented any visual issue that could result in the leak failure. A leak test was performed on each sample. This test consists of screwing the valve through the lour that contains water and pressure (45 psi is required to perform this test) and it was noticed that two valves had difficulties to screw; the ones that presented this condition failed the leak test. However, these two samples that failed the test, performed a leak test again but this time with a syringe, and both valves did not present any issues. No issues related to the valve lots used for the assembly of this product were found during history records review and the lots passed all quality assurance inspections required to release them. A review of complaint data identified a previous complaint of similar nature. However, the previous investigation could not identify the root cause for the identified failure. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. The catheter/valve assembly is supplied by an external vendor ((B)(4)) and is not altered by the (B)(4) facility prior to placement in the finished good tray. A device history review (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. This defect will be entered into the supplier corrective action tracking system and applicable notification will communicate procedure. All applicable quality personnel will be notified of this failure mode in an effort to heighten awareness of this type of failure mode in regards to the veress needle assembly.